Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. Output had been increased with subsequent diaphragmatic and phrenic nerve stimulation. Elevation of lead impedance to a high range was also observed. The lead was turned off and was subsequently capped and replaced. The patient's cardiac resynchronization therapy defibrillator (crt-d), which was noted to have moved significantly from original pocket placement, was also explanted and replaced. No further patient complications have been reported as a result of this event.